Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 6mm x 60mm smart flex vascular self-expanding stent (ses) to treat a 70% arteriovenous (av) fistula stenosis, the stent could not cover the lesion and migrated into the vein graft. The vein graft was then surgically removed, and a new vein graft was surgically applied to complete the procedure. The 6mm x 60mm smart flex stent was recovered in the surgically removed graft. The patient had recovered post procedure. This was during a procedure to treat an av fistula lesion which had mild calcification as well as mild tortuosity. The device was prepared and handled per the instructions for use (IFU) without difficulty. There were no signs of damage to the device or device packaging prior to use. The physician had achieved certification on the use of the smart flex device and has used the device several times. Excessive force was not applied during deployment of the stent. The device will be returned for evaluation; however, the stent will not be returned due to the fact it remained within the surgically removed graft after its removal.

Event description:
As reported, after deployment of a 6mm x 60mm smart flex vascular self-expanding stent (ses) to treat a 70% arteriovenous (av) fistula stenosis, the stent could not cover the lesion and migrated into the vein graft. The vein graft was then surgically removed, and a new vein graft was surgically applied to complete the procedure. The 6mm x 60mm smart flex stent was recovered in the surgically removed graft. The patient had recovered post procedure. This was during a procedure to treat an av fistula lesion which had mild calcification as well as mild tortuosity. The device was prepared and handled per the instructions for use (IFU) without difficulty. There were no signs of damage to the device or device packaging prior to use. The physician had achieved certification on the use of the smart flex device and has used the device several times. Excessive force was not applied during deployment of the stent. The stent was able to be returned for evaluation; however, the delivery system was not returned.

Manufacturer narrative:
Complaint conclusion: as reported, after deployment of a 6mm x 60mm smart flex vascular self-expanding stent (ses) to treat a 70% arteriovenous (av) fistula stenosis, the stent could not cover the lesion and migrated into the vein graft. The vein graft was then surgically removed, and a new vein graft was surgically applied to complete the procedure. The 6mm x 60mm smart flex stent was recovered in the surgically removed graft. The patient had recovered post procedure. This was during a procedure to treat an av fistula lesion which had mild calcification as well as mild tortuosity. The device was prepared and handled per the instructions for use (IFU) without difficulty. There were no signs of damage to the device or device packaging prior to use. The physician had achieved certification on the use of the smart flex device and has used the device several times. Excessive force was not applied during deployment of the stent. The stent was able to be returned for evaluation; however, the delivery system was not returned. Partial device return was received. One non-sterile unit of a smart flex 6x60 vas, 120cm was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, only the stent was returned for analysis inside a plastic container, after a thoroughly inspection, no anomalies were noted. A product history record (phr) review of lot 271601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent ¿ migration¿ was not confirmed since only the stent was returned for analysis, thus the reported event cannot be evaluated. Procedural and or handling factors such as the user¿s interaction with the device during use as well as vessel characteristics of mild calcification/ mild tortuosity might have contributed to the condition reported on the unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the product analysis does not suggest that the reported event could be related to the manufacturing process of the unit therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b1, b2, d4, d9, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 271601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.